Manufacturer narrative:
Product complaint # (B)(4). Information was received indicating that loosening of the femoral component occurred at the bone to cement interface. The customer states cement was well fixed to the device. The bone cement is being reported under report number mwr-27062024-0001663220. Due to this, depuy synthes joint reconstruction considers the device on this report to be not reportable as there is no allegation of deficiency or patient harm, additional follow up is being conducted. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient x-rays show progressive lucent lines and continues to complain of pain. A poly exchange was performed on (B)(6) 2023 and a der was submitted. The femoral component was removed with ease and cement had not adhered to the bone. However the femoral sleeve was ingrown and had to removed utilizing significant effort. The tibial tray was well fixed, however the tibial sleeve only showed fibrous tissue, indicating that it was loose. The patella was also removed quite easily. A full revision off all components was preformed with no delay nor patient harm. No wear was noted and all components were appropriately sized and aligned. Doi: (B)(6) 2022. Dor: (B)(6) 2024. Affected side: left knee.